Manufacturer narrative:
The customer¿s report of a leak from the filer was confirmed however the source of the leak is from the maxzero component and not the filter. The sets and components were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Examination under magnification observed a microchannel that was allowing fluid to leak out. Functional testing resulted in the set flushing successfully and showed no signs of leaking throughout the set. Pressure testing confirmed leaking at the female port of the maxzero component. The source of the leak is due to a microchannel found in the maxzero component. The root cause of the microchannel which creates a fluid path is due to an equipment error during the inspection and testing process during final assembly of the maxzero component.

Event description:
The customer reported that the patient's bedding was wet and during assessment, a fluid leak from the filter was found. A new filter was obtained and connected back to the IV fluids and the patient. There was no report of patient harm.